Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the complaint was not verified. A review of the patient data showed no sign of excessive battery depletion prior to the explant procedure. The patient's program consumed about 20.44 mv of the battery that is within a normal range. As the stimulation had been active most of the time the battery depletion rate in stim off mode was not obtained. The high current leakage rate of 373 ua after the explant procedure suggested that the device was damaged by electrocautery. It was reported that electrocautery was used during the procedure.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well.